Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "instrument failed calibration". Failure analysis confirmed error message "check endoscope cable connection/endoscope self - test failed" at quality assurance plan (qap) system. Fa confirmed no image in both eyes distal tip and mechanical damage. A review of instrument log was performed. Per the review, the endoscope plus instrument (part # 470057-08/961983) was last used on (B)(6) 2022 on system (B)(4). The endoscope plus has 1825 uses remaining after last use. The instrument has max 2000 lives. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, an endoscope instrument failed calibration. The customer converted after the start of the procedure due to endoscope calibration issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an endoscope instrument failed calibration. The procedure was converted to another da vinci system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.